Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that gas not delivering. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the repair technician could verify the customer's failure description by inspecting the device. During the incoming inspection, the fault described by customer "gas not delivering" was detected when the appliance was started. (371: inlet pressure too low). Although the co2 supply is connected and a pressure of approx. 58 bar is present, the hp sensor measures 19.8 bar. It was also discovered that the spacer bolt of the ferrite holder was torn off. The most probable root cause for the customers issue is a defective high-pressure sensor, indicated by error code 371, by failure of an electronic component within the sensor. This event is filed under internal complaint ID (B)(4).